Event description:
The account generated falsely depressed architect tsh values (2.70, 3.98 uiu/ml) on a patient that repeated higher as expected. No specific patient information was provided. No impact to patient management was reported. Data provided: sid: 00427747003; architect tsh = 2.70, 3.98, 7.60, 7.01, 7.24 uiu/ml; sid: 2501; architect tsh = 7.87 uiu/ml (1:4 dilution); architect tsh = 8.50 uiu/ml (1:8 dilution); sid: 4/42501; architect tsh = 7.44 uiu/ml (1:2 dilution); sid:seika2501; architect tsh = 7.21 uiu/ml (neat); architect tsh = 7.40 uiu/ml (1:2 dilution); architect tsh = 7.58 uiu/ml (1:4 dilution); architect tsh = 7.99 uiu/ml (1:8 dilution).

Manufacturer narrative:
(B)(4). No customer return material was available for evaluation. The data the customer provided reasonably suggests that a malfunction occurred since the customer observed aberrant patient results when using architect tsh reagent lot 11916jn00. A labeling review performed as part of this evaluation identified that there are sufficient instructions in the product labeling to assist the customer in resolving this issue. A review of complaint records for both the implicated lot and the assay identified showed no issues. No other atypical complaint activity was identified in this review. Testing was performed using retained in-house file samples of architect tsh reagent lot 11916jn00. Validity and acceptance criteria were met. In summary, no product deficiency was identified during the investigation and no further action is required.